Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08730 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No absence of occlusion alarm noted during testing. Device was monitored for 3 days. No unexpected battery power loss anomaly, battery out limit alarm, unexpected low battery alarm, unexpected off no power alarm or a47 alarm noted during testing. However a47 alarm was noted on the alarm history screen due to corrupted history file. Device uploaded properly using carelink. Device had cracked battery tube threads and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were in emergency room and were hospitalized for high blood glucose, heart attack on (B)(6) 2020 with blood glucose level was 497 mg/dl. Customer was treated with manual injection. Customer stated insulin pump had multiple insulin pump error alarms. Customer stated they were able to clear the alarm and they were able to rewind insulin pump. Customer was performed high pressured test and it did not passed. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege insulin pump was under delivering. Drive support cap appears normal. Troubleshooting was performed. The insulin pump will be returned for analysis.